Event description:
The customer complained false positive reactions after approx two weeks use. Customer sent us the complained reagent red blood cells biotestcell a1 & b. The complaint sample was tested with several plasmas of different abo blood groups in parallel to the sample of the quality control laboratory. All positive and negative results were correct. Additionally negative results were analyzed microscopically: all of them were unambiguously negative. We observed no false positive reactions.